Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the display did not return. The customer stated that the contacts on the battery cap are neither missing nor damaged. While troubleshooting the insulin pump received an insulin pump error alarm. The customer was able to clear the alarm and were able to complete the insulin pump rewind. The alarm occurred shortly after inserting a new battery. The device will not be returned for analysis.